Manufacturer narrative:
This report is being filed on an international product, arch havab igg, list 6c29, that has a similar product distributed in the u.s., havab-g, list 6l27. (B)(4). False (B)(6) result. No consequences or impact to patient. Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
The customer observed potential false reactive results for patient samples and for the external quality control when using architect havab igg assay in the time interval from (B)(6) 2014. Returns were not available and a retained file reagent of the lot in question was evaluated. The lot was tested in a specificity setup. Results of this setup did not implicate that the specificity performance of the lot is negatively impacted. Established in-process testing procedures include testing of negative sample population of at least 500 panels. With these internal controls all architect havab igg batches are assessed for specificity performance according to the internal product requirements prior to final release. The population data for the lot in question was reviewed and met the specifications of the internal product requirements. A review in the nonconformance database for non-conformances or deviations related to this reagent lot was also performed. This review did not identify any non-conformances or deviations that could have caused or contributed to the observed issue. The complaint records for the lot in question was reviewed and did not identify any problems relating to this issue. Based on the evaluation results, it was determined that the architect havab igg assay performed as intended. No product deficiency was identified to be related to this issue. The customer was referred to the assay package insert which indicated that a natural variation in performance within the product claims is possible due to the nature of immunoassays. The insert also listed possible causes of this issue along with the corrective actions.

Event description:
The customer stated that in (B)(6) 2014, a proficiency sample was tested (B)(6) for the architect havab-igg reagent using lot 37471li00 which should have been tested non-reactive. The sample was thawed and retested with another lot and resulted non-reactive. As a consequence all patient sample results tested since (B)(6) were reviewed and 33 of the (B)(6) samples were tested again. Out of which, 15 results were false (B)(6). No impact to patient management was reported.